Manufacturer narrative:
(B)(4). It was reported that the customer wanted to reach right side septum or roof using smarttouch thermocool catheter and found the wire was untied. The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition was cracked with reddish brown material inside the area, also bumps were observed at catheter tip lumen and a metal exposed which during an x-ray analysis. It was determined that it was the t-bar that slid down and crossed the catheter lumen. It is also likely when t-bar slid down, stress is applied to the section and contributed to the peek housing's crack. Due to the t bar being out of place, deflection test failed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. A corrective action is opened for the t bar sliding down of its place. Another corrective action was created to address the peek housing issue on smart touch families.

Event description:
This complaint is originally created for an MDR non-reportable deflection issues. It was reported that the customer was intended to reach right side septum or roof using smarttouch thermocool catheter and found the wire was untied. The procedure was completed successfully by replacing the catheter. No patient consequence was reported. This complaint was re-assessed to MDR reportable per bwi failure analysis lab findings on 12/28/2015. The peek housing and tip lumen transition was cracked with reddish brown material inside the area. Tip lumen had bumps about 3.2mm from the transition with peek housing. Metal was exposed. This is MDR reportable as it compromised the integrity of the product and posed the risk to the patient. The awareness date of this complaint is reset to 12/28/2015 based on lab findings on 12/28/2015.